Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. All buttons function properly. Insulin pump received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. Moisture damage was found on electronic and motor assembly.

Event description:
It is reported that the customer fell into the pool and now has fluid under the lcd display. Customer stated the insulin pump has cracks. The blood glucose reading was 148mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.